Event description:
It was reported that the right ventricular lead had an acute increase in the pacing threshold. It was also reported that the atrial lead was removed due to potential damage during the right ventricular lead extraction. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the outer insulation had a breached depression. It was also noted that all conductors were stretched, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, all the insulation was torn, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and the lead was stretched. The analyst also noted that there was severe explant damage. (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors were stretched, all conductors had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage. The analyst noted that there was severe explant damage.